Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an out of range shock impedance measurement exhibited by this epicardial defibrillation lead. There were no reported adverse patient effects. Addtional information was provided that a follow up pacing lead integrity test (plit) procedure was performed and high defibrillation threshold measurements were observed. During the procedure, normal shock impedance measurements were noted.